Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were disconnected from the ipg. A penta lead was implanted. Successful therapy was confirmed postoperatively. The original leads remain implanted in the patient.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-04685, 1627487-2019-06108. It was reported that the patient's scs leads migrated. As a result, surgical intervention may take place to resolve the issue.